Event description:
It was reported that the device was used during an unk procedure, the clips would not stay on, just brushed off the tissue after firing. Case completed with another device of the same product code. No patient consequences.